Event description:
Ous MDR - after an implant duration of about 5 months the atrial sensing values were unstable and out of range. No adverse pt side effects have been reported. The lead was explanted and a new one was implanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.